Event description:
Further follow up identified the patient is healing and is still on antibiotics.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced wound dehiscence at the ipg site and the physician stapled it in attempt to close it at the time. Further, the patient still experienced redness at the site and underwent exploratory surgical intervention on (B)(6) 2016 to check for infection. Cultures were taken which confirmed the infection at the site. As a result, scs system was explanted.